Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. Additionally, the following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly. Stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, oxygen blender manifold and power cord. There was also a request for the replacement of the legal label, so that was also replaced.